Event description:
It was reported that an ultrasound of the uterus was done, but did not include adnexa. Patient was told she was not pregnant and returns home to (B)(6). (B)(6) 2010 at 4am the patient presented to (B)(6) emergency room with pain. An ultrasound revealed an ectopic pregnancy and fluid present in the abdomen. Upon entering the abdomen surgeon noted sitz-hugh-curtis syndrome. Multiple adhesions were noted on both lobes (minor and major lobes) as well as the gall bladder. Blood was noted in the pelvis. There was omentum stuck to the anterior abdominal wall. Omentum was also noted to be adhered to the right ovary, the right cornu and the right fallopian tube. Adhesions noted between uterus and bladder wall. Methylene blue was utilized to distinguish the bladder and the adhesions were released. Adhesions on the descending colon had to be released via blunt/sharp dissection to visualize the left ovary. The ectopic pregnancy was on the left side. Surgeon was able to staple across the left fallopian tube and preserved the left ovary. Surgeon reports that the device performed as expected and the device was disposed.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional followup: it has been suggested that the patient's infertility is attributed to the staples remaining and indicate the staples should be removed. Patient filed complaint on (B)(6) 2011 to osteopathic board reporting that the staples are the reason for her infertility. Spoke with dr. To obtain clarification of the procedure and answer any questions. Dr. Clarified that the physician reviewing the case on behalf of the investigation board is not critical of the use of staples or clips in this procedure and no one is claiming the devices or staples or clips malfunctioned. He is apparently of the opinion that the dr. Used too many clips in addition to the staples and that it was "excessive."